Event description:
The complainant alleged that during a routine shift check of the device by a clinician, the device powered up into defib mode, and would not go into monitor mode when monitor was selected on the control panel. The complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit would not power up. The complainant indicated that there was no patient involvement in the reported malfunction.